Manufacturer narrative:
The customer requested servicing, but declined on site visit later. As such, no onsite assessment has been performed. And the customer has not requested, further servicing relating to the reported event. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic console¿s laser had low output. The details about procedure and patient impact was not reported. Additional information had been requested. Additional information was provided indicating that of laser foot pedal did not respond momentarily when pressed by the surgeon, laser also fired a few shots even without activating the pedal according to the surgeon. The surgery was completed by restoring the function. There was no error code displayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).